Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: investigators were unable to duplicate the original no power complaint. The pump powered on with a returned battery cap. The battery cap was able to fully tighten. The review of the black box data showed an unexplained power reboot event. The pump was exercised with the returned battery cap for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. Unrelated to the original complaint, the battery compartment was cracked.